Manufacturer narrative:
The complaint investigation included a search for similar complaints, and review of complaint text, trending data, labeling, device history records and field data for the hbsag reagent. Return testing was not completed as returns were not available. Review of trending reports did not identify any trends related to the complaint issue. Device history record review for the complaint lots did not identify any non-conformances or deviations. World wide customer field data for the architect hbsag assay was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 19430fn00 was within the established limits. Therefore, no unusual reagent lot performance was identified. In-house testing using a retained kit of confirmatory reagent lot 21282fn00 was completed. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Based on this investigation, no systemic issue or deficiency of the architect hbsag or hbsag confirmatory lots was identified.this follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Section a patient information: no further information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, architect hbsag qualitative ii, list 2g22, that has a similar product distributed in the us, hbsag, list number 4p53. This incident was also submitted for architect hbsag confirmatory ((B)(4)), see related manufacturer report number 3008344661-2021-00102.

Event description:
The customer obtained a false repeat reactive sample for architect hbsag which was also confirmed positive with architect hbsag confirmatory assay. On march 26 sample ID (B)(4) generated repeat reactive hbsag results. The sample was further tested with the hbsag confirmatory assay and generated 99% confirmed. A new sample (B)(4) from the same patient was tested on april 6 and generated non reactive hbsag results. No impact to patient management was reported. No impact to patient management was reported.